Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. The visual summary analysis showed heavy explant damage on the distal segment returned including lead stretching. The analyst noted an overstress fracture of the superior vena cava (svc) coil also occurred at the 40cm mark on the lead due to explant damage. This device was included in that field action, but returned product testing found the device did not perform as described in that field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Concomitant medical products: 446945 lead; implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had no performance issues and was being removed prophylactically. During a difficult explant procedure, damage was noticed on the lead. The lead was fully explanted and a new lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.